Event description:
Troponin test was run in triplicate produced the following results: 0.00, 3.34 and 0.01. Dade behring was notified of results. Ri probe that had been changed the day before this incident was changed again and drain was cleaned. These results are clinically significant; however,there was no treatment initiated to the patient due to erroneous results.